Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as "patient error"; specifically, the patient contaminated the end of the transfer set as well as the patient's inability to maintain sterile technique while performing pd. Two days after onset, the patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotic for the event. The patient reported the pd catheter was removed while hospitalized and pd therapy was discontinued and hemodialysis was started. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.